Event description:
Procedure type: laparoscopic hernia repair. According to the reporter: the balloon would not inflate. The device was removed and new device was opened and used to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).